Manufacturer narrative:
(B)(4). Investigation summary: no issue found, system performing to specification. No signs of burning or arcing. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic diagnostic laparoscopy procedure that the surgeon was using bipolar when the unit caught fire. Staff states flames were coming out of the unit at the port site where the bipolar cord plugs in. Unit looks undamaged, but the plug end of the cord is completely melted. Staff threw water on the unit to put out the flames. Another like device was used to complete the procedure. There were no adverse consequences for the patient.